Event description:
This lead was implanted on (B)(6) 2013 and was explanted on (B)(6) 2013 due to infection. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).